Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The returned device exhibited no telemetry and no pacing outputs: a memory download unable to be performed. The device case was then opened to facilitate analysis of the internal components. The measured battery voltage was too low to support device functionality. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. A connection with an external power supply allowed for a successful interrogation. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a depletion of the battery.

Event description:
Subsequently, this device was explanted and returned for analysis.

Manufacturer narrative:
Following confirmation of revision, this event will be further updated.

Event description:
Boston scientific received information that the patient with this device was seen for a routine follow-up, at which time the interrogation proved unsuccessful. The previous six month follow-up had illustrated a remaining battery life of approximately four years. The device has been scheduled for replacement, as a product malfunction is suspected. No resulting adverse patient effects have been reported.